Manufacturer narrative:
D1 product name corrected. D4 primary UDI number corrected. D4 model no. Corrected.

Event description:
It was reported that there was a malfunction resulting in in excessive inspired carbon dioxide greater than 5% during use. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. A1, a2, a4, a5, and a6: customer contact reports no information available. D4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.